Manufacturer narrative:
Patient letter received, b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded saying the hcp knew about ins moving/never in the same place and that hcp told them it was not a big deal, it was in a pocket, it was normal, patient also said no other steps were taken, nothing wrong with the issue. Pt weighed 145 pounds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting no device found (16) both with and without the recharger telemetry module (rtm) connected. Caller states they last charged the ins yesterday. Caller states when they were troubleshooting with the rep over the phone they did get to the passive recharge mode but then it went back to set up for implant screen. Patient services walked caller through attempting to go past this and the caller is reporting seeing position recharger (14) and then when pressing 'recharge' cycling back to position recharger (14) screen. A replacement rtm was sent out. No symptoms were reported. Additional information was received from a consumer via a manufacturer representative and it was reported that the controller showed a no device found message, but indicated receiving a passive recharge screen and then into the normal recharge screen with excellent coupling. Caller attempted to pair with another recharger so the patient's controller is not paired, assisted with pairing controller and rtm. The replacement recharger appears to have resolved the issue. Additional information was received from the patient. Patient called and mentioned this previous connection issue noting the replacement rtm did not seem to resolve it. Pt ended up meeting their manufacturing rep in person and the rep could not feel the ins through pt's body and was concerned the ins had moved or might be too deep and could have caused the issue. Rep ended up getting her "computer" connected to ins and found that everything is working as designed no concerns about ins placement, but the rep was never able to 'feel' the ins in pt body themself. Patient called again reiterating past event that the manufacturer representative (rep) was unable to find the ins. The issue was resolved. Patient (pt) called and stated the ins is never in the same place and moves around the pocket. Pt states the hcp knows this is moving around and started a year after the implant was placed. Pt states when charges has to move paddle to get connection and has to move within an half inch or so. Agent directed to hcp on further assistance with t his. Pt states the ins is working and doesn't want to have another surgery.